Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-00799. It was reported that a rotaburr fractured, a rotawire fractured and the patient died. The target lesion was located in the very tortuous proximal to mid circumflex (lcx) artery. A 1.25mm rotalink¿ burr and a 330cm rotawire¿ had been advanced into the patient. The rota wire fractured in the vessel just proximal to the burr. The burr and remaining wire were unable to be retrieved and were left in the patient. The patient was not considered a surgical candidate. The patient was stable following the procedure; however, the patient died the following day.

Event description:
Same case as: 2134265-2015-00799. It was reported that a rotaburr fractured, a rotawire fractured and the patient died. The target lesion was located in the very tortuous proximal to mid circumflex (lcx) artery. A 1.25mm rotalink¿ burr and a 330cm rotawire¿ had been advanced into the patient. The rota wire fractured in the vessel just proximal to the burr. The burr and remaining wire were unable to be retrieved and were left in the patient. The patient was not considered a surgical candidate. The patient was stable following the procedure; however, the patient died the following day.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The catheter burr was detached from the distal coil and the burr was not returned to site for analysis as the burr was unretrieved and remains in the patient. It was visually noted that the catheter drive shaft was separated from the catheter sheath. Pale blue/green fibers were noted on the distal coil of the drive shaft. It was also noted that the catheter sheath was damaged approximately 11 cm and 44cm from the catheter strain relief. The drive shaft was microscopically examined and it was noted that the distal coil was broken & stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).